Manufacturer narrative:
(B)(4). G2: foreign: japan. D10: 42-5320-067-01, tibia cemented 5 degree stemmed left size d, 67030119. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, multiple attempts were made to insert a 10mm articular surface implant while carefully maintaining the correct insertion direction. Despite these efforts, the backside of the implant became deformed, preventing successful placement. Ultimately, the procedure was completed successfully with an alternative 10mm articular surface. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; complaint can be confirmed. Visual examination of the returned product identified one corner of the dovetail side is fractured off. The dovetail itself is damaged and is compressed and flared on both sides. The extractor slot is also nicked and gouged. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined: no significant damage is noted on the superior side but on the inferior side, the edge of the medial condyle is apparently fractured off. The fractures on the medial condyle are also surrounded by several similarly shaped gouges, as if the item was struck repeatedly against a hard object in that area. The fracture itself does not appear to be a sudden clean fracture, but possibly the results of several blows causing a pinching or tearing effect. It was noted that the locking mechanism was flared or flattened or dented and part of the locking mechanism is gouged along the side. Conclusion: it cannot be determined what prevented the bearing surface from inserting and seating properly, but the failure to properly seat resulted in damage to the locking mechanism by repeated mispositioned contact with the tibial tray. Damage from the unsuccessful attempts to seat the bearing potentially eventually made it impossible to properly seat the bearing, at which point replacing the bearing was necessary. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a failure to follow instructions. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.